Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. Programming options were questioned until the lead issue could be addressed. It was noted that patient did not require atrial pacing. Technical services (ts) discussed programming options no adverse patient effects were reported.